Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. It was confirmed that the hospital's engineer replaced the breathing tube to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a low tidal volume message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted.